Event description:
It was reported that there were high impedances, case with all contacts on the left side was greater than 13,000 and case with all contacts on the right side was greater than 26,000. The healthcare professional had struggled fitting the extensions into the header block. Impedances checks had been taken over 45 minutes and the high impedance had not resolved. The system would be revised if the patient did not receive good clinical benefit. The product issue was not resolved but the cause was determined. The healthcare professional believed the cause of the high impedances was that the extensions would not properly seat. The patient was alive with no injury. No patient status was available. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4) , product type: extension. Product ID: 3389s-40, lot# v939081, product type: lead. Product ID: 37085-60, serial# (B)(4) , product type: extension . Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3389s-40, lot# v939081, product type: lead. Product ID: 37085-60, serial# (B)(4) , product type: extension. (B)(4) .

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
Additional review determine conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.